Event description:
Follow up with the surgeon's office revealed that the patient's mother had reported pain for at least one year. It was reported that the patient experienced the pain in his neck and was constant. The surgeon stated that the surgical intervention was for the patient's comfort.

Event description:
It was reported that the patient was scheduled for a vns explant surgery. The surgeon's office reported that the reason for explant was that the patient's mother stated there was no relief and the patient was having pain. The patient underwent full vns explantation surgery. The explanted products have not been received to date. No additional relevant information has been received to date.

Event description:
Only the explanted vns generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. Proper functionality of the generator was successfully verified in the product analysis, or pa, lab. The septum was not cored, eliminating the possibility of unintended electrical current paths through body fluids. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No variation in the output signal was observed. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.